Manufacturer narrative:
D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300533m, citation: gorodetsky c, mithani k, breitbart s, et al. Deep brain stimulation of the nucleus accumbens for severe self-injurious behaviour in children: a phase I pilot trial. Biol psychiatry. Published online 2024. Doi:10.1016/j.biopsych.2024.12.001. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "deep brain stimulation of the nucleus accumbens for severe self-injurious behaviour in children: a phase I pilot trial". The following medtronic devices were used: 3387 lead, sensight directional lead, and b35200 percept pc. Reported events: in the peri-operative period, one patient was found to have a 1.3 cm x 0.6 cm x 1.2 cm asymptomatic intracranial hemorrhage adjacent to the left dbs electrode on routine magnetic resonance imaging (MRI) performed four days post-operatively, despite unremarkable CT immediately postoperatively. No intervention was required. The possibility that self-injurious behavior (sib) in the immediate peri-operative period contributed to the ictus could not be excluded.